Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: battery tube threads smashed inwards at the rear, unscannable serial number label. The pump was received without a battery cap. Unable to screw in a battery cap and secure a battery in the battery compartment due to the smashed in battery threads. After transferring the boards to a known good case, the unit was able to boot up, and the software version was able to be obtained. In summary, the customer¿s report of a damaged battery compartment was confirmed during visual inspection. The blank display resulted from the smashed in battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1812 was requested and the device was returned for analysis.